Event description:
International complaint received from baxter. Customer reports leak was noted from the female luer. It is unk if the reported issue ocurred during pt use or not. No report of injury or medical intervention. No additional info is available.